Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 of no alarm at cassette removal was duplicated during testing and did not cease until hitting stop button. The event log revealed many alarms of no disposable attached. This is isolated to a down stream sensor. Action was taken to replace the dso. Device then passed all functional testing.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump had no alarm at cassette removal. No patient was involved in this event. No adverse effects were reported.